Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers had failed, and device was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 11-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not communicating, and all drawers were failed to be detected on the communication bus. A field service engineer (fse) found that the network cable was plugged into the wrong network port on the com sled. Further the fse unplugged and plugged into the correct network port and confirmed network connectivity with the med es server to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers had failed, and device was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.